Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had edema. The pump and catheter were explanted due to a pump pocket infection. The patient outcome was reported as "no injury". The device system was used to deliver lioresal.